Event description:
It was reported that the patient had a cystocele repair performed in 12/2002 to 2005, the patient presented complaining of hematuria, and upon examination, two areas of mesh exposure were found on the anterior wall of the vagina wall, and a siginificant amount of the anterior wall of the vagina was ready to slough off. The patient was started on topical estrogen and has been showing improvement. Physician feels that this therapy might be adequate, but if it is not, the physician will excise the exposed mesh.